Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had several episodes in the vf zone caused by noise on the rv lead. There were no adverse consequences to the patient. Patient was stable.